Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and hypermenorrhea.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
: It has been reported that following insertion the patient experienced frequent urinary tract infections and urinary urgency.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency.

Manufacturer narrative:
It was reported that patient underwent urethral calibration, bladder biopsy, anesthetic hydrodistention of the bladder, and internal urethrotomy on (B)(6) 2009 due to mixed urinary incontinence. No additional information was provided. (B)(4).